Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and the dilator and rf needle were inserted, blood leaked from the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air movement into the patient was not identified. No additional puncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.